Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported the pump was being replaced due to normal battery longevity and an alarm was heard and confirmed by telemetry. It was noted while attempting to interrogate the pump the telemetry went halfway through and said ¿pump memory error (pme) pump can be in stopped pump mode due to incomplete telemetry.¿ it was noted the healthcare provider (hcp) tried to interrogate the pump three times and it kept doing the same things. The hcp also thought it may be the light in the room. This was the hcp¿s second case and they did not have this problem with the first case and was able to interrogate during the call, but it had not updated yet. It was noted it had partial information. It was further reported the cause of the error was not confirmed and it they tried a few times to interrogate. It was also noted they turned off the operating room (or) lights. A different programmer ended up being used and they were able to update. The patient was ¿doing well.¿ the pump was being used to deliver water.